Event description:
Physician reported "although we tried several times to expand the expander with the appropriate fluid, it does not expand. We removed the expander and implanted the final implant". Diagnosed by MRI. Side unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported rupture of the device, diagnosed by MRI. The status of the device and the side are unknown.

Event description:
Physician reported rupture of the device, diagnosed by MRI. The status of the device and the side are unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h2, h3, h6. Device evaluation: analysis of the returned device identified: yellow biological tissue. Leak test and microscopic analysis was performed which identified: device no leakage. Based on the device analysis the final assessment is: intact and functional.

Event description:
The device has been explanted.